Event description:
The customer reported that they received erroneous results for three samples from the same patient tested for parathyroid hormone (pth), intact (stat "short turn around time"). Sample tube one, a baseline sample, initially resulted as 22.98 pg/ml and this value was reported outside of the laboratory. The sample was repeated in a sample cup and resulted as 231.9 pg/ml. The sample was repeated a second time in a sample cup, resulting as 226.7 pg/ml. The repeat result was believed to be correct, and a corrected report was issued. Sample tube two, a five minute post excision sample, initially resulted as 21.26 pg/ml and this value was reported outside of the laboratory as 21.3 pg/ml. The sample was repeated in a sample cup and resulted as 370.1 pg/ml. The sample was repeated a second time in a sample cup, resulting as 378.2 pg/ml. The repeat result was believed to be correct and a corrected report was issued. Sample tube three, a ten minute post excision sample, initially resulted as 21.44 pg/ml and this value was reported outside of the laboratory as 21.4 pg/ml. The sample was repeated in a sample cup and resulted as 630.4 pg/ml. The sample was repeated a second time in a sample cup, resulting as 679.0 pg/ml. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected by the event. The customer verified that the patient did not receive any improper treatment or have treatment withheld due to the erroneous results that were reported. According to the pathologist, the surgeon did not make any treatment decisions based on the results. The pth stat reagent lot number was 16644402 with an expiration date of 04/30/2013. The field service representative was not able to duplicate the issue. He performed performance testing using both sample cups and tubes; all results were within specified ranges. The customer ran quality control with all results within the customer's ranges. Further investigations could not determine a specific root cause. No evidence for a reagent or instrument issue is obvious. Inappropriate preanalytical handling of the sample is a possible root cause.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.